Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The fse launched the system with the ssc and simulator and ssc, vision side cart (vsc), and patient side cart (psc), but the issue persisted. The fse opened the high resolution stereo viewer (hrsv) cover and replugged all cables to left monitor. The fse swapped all the cable between left monitor and right monitor. The right monitor was working but the left monitor was not. The left hrsv monitor was replaced. The system was tested and verified as ready for use. The hrsv involved with this complaint was returned to the original equipment manufacturer (OEM) for evaluation and device evaluation was completed. The reported complaint was confirmed during failure analysis. The video was repaired. The ic was replaced. Cleaned, tested, burned-in, and checked all functions. Backlight was calibrated. The unit was tested as in full compliance with isi specification.

Event description:
It was reported that during a da vinci-assisted vesicolithotomy surgical procedure, the left eye was lost in the surgeon side console (ssc). The customer continued the procedure with the second ssc as the procedure was almost completed. No troubleshooting was performed at the time, but the technical support engineer (tse) recommended the customer to perform a hard power cycle and reconnect the blue fiber cable after the procedure. The procedure was completed with no reported patient harm, adverse outcome, or injury.